Event description:
New information received noted that the patient presented via merlin.net. The implantable cardiac monitor continuously exhibits under sensing. There were no patient consequences.

Event description:
It was reported that the patients implantable cardiac monitor exhibited intermittent sensing and under sensing. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested, but not received.